Event description:
It was reported that following a procedure to repair an abdominal aortic aneurysm, right-sided limb thrombosis occurred. The lesion was located in the tortuous abdominal aorta. In order to repair the abdominal aortic aneurysm, another manufacturer's graft was placed. The graft placement was complicated by a dissection in the right external iliac artery; subsequently, a wallstent (unknown type) was placed. Upon completion of the procedure, both iliac arteries were patent. Ten days post procedure, the patient was admitted to the emergency room with right-sided limb thrombosis. "The right, or contra lateral side, of the graft had acutely occluded the right common iliac artery, from the flow divider of the endograft to the right external iliac artery. The right common femoral artery have reconstituted below this occlusion." The following day, "a left-to-right-sided femorofemoral bypass procedure was performed successfully." The images were received by the other manufacturer, and a type ii endoleak from the lumbar arteries was noted. The reported thrombus was confirmed. No further patient injuries or complications were reported. The exact location of the thrombosis in relation to the wallstent is unknown. Based upon the information received, we are unable to determine whether or not the wallstent was in fact thrombosed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.